Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between the line of a homechoice cassette and a solution bag was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell two of four. The patient was connected at the time of the alarm. The renal therapy service agent (rtsa) started to troubleshoot and instructed the care giver to inspect the bags and lines and the care giver discovered the solution bag was not connected. The rtsa assisted the care giver with removing the cassette and to start over with a new supply. There was no patient injury or medical intervention associated with this event. No additional information is available.